Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected alert" which led to early sensor removal. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The rmas were authorized but not received, thus no confirmation or investigation of the complaint was possible. The issue persisted even with the transmitter replacement. The user was referred to their hcp for the next steps, such as removal and replacement of the sensor. B4. Date of this report 19 oct 2025. G3. Date received by the manufacturer? 19 oct 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.